Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus cysto-nephro videoscope was returned to the service center with a report of "pinhole.¿ this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During the inspection of the device, the control unit is sticky, and the adhesive on a-rubber bending section has a chip. There was no patient involvement.